Event description:
Information was reported by a consumer regarding a patient receiving bupivacaine (2.5 mg/ml at 0.5496 mg/day) and morphine (10 mg/ml at 2.198 mg/day) from an implanted pump. The indication for use was non-malignant pain and chronic low back pain. On (B)(6) 2016 it was reported that the patient went into the hospital on (B)(6) 2016 for reasons unrelated to the pump. It was noted that the patient had a refill appointment on (B)(6) 2016 and the staff in the intensive care unit were informed that the patient had 9-10 days before the pump would need to be refilled. It was noted that the patient's managing physician did not have rights at the hospital. No patient symptoms were reported. According to the patient's paperwork from the refill on (B)(6) 2016 the patient's low reservoir alarm date was (B)(6) 2016 with a refill interval of 105 days before updated information that stated the low reservoir alarm date was (B)(6) 2016 with a refill interval of 95 days. Further information was reported that there was no one at the hospital who can do refills and other options were discussed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.